Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an emergency backup battery (ebb) fault was confirmed via log file analysis. A review of the periodic log files contained data spanning approximately 12 days (15mar2023 ¿ 26mar2023 per timestamp). Starting 15mar2023 by 23:29:10, backup battery fault alarms activated due to the battery not passing the load test. The initial conditions associated with the test not passing were not captured as the periodic log file only collects data at specified time intervals rather than upon the detection of an event. It appeared the alarm resolved sometime between 13:29:00 and 14:29:00 on 18mar2023. Pump operation was not affected. The returned heartmate 3 system controller (serial number: (B)(6) passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the backup battery passed multiple load tests, and atypical alarms were not able to be reproduced. Per the provided information, the system controller was replaced due to two ebb faults within a two-month time period. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section describes how to properly remove or install a backup battery within the controller. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including those associated with backup battery fault and low voltage conditions, and the actions to take if the alarm cannot be resolved. The heartmate 3 instructions for use section 4 ¿system monitor¿ instructs users on how to properly set and sync the system controller¿s clock with the system monitor. Ensure that the system monitor clock is correct before relying on it. In addition, it states the system monitor does not automatically update for daylight savings time. Daylight savings time changes must be entered manually. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported backup battery(ebb) fault alarms that went away. This ebb was exchanged in (B)(6) 2024. Log files were submitted fore review and captured an ebb fault on (B)(6) 2024. This appeared to have occurred after the system controller attempted a load test. Motor function was not affected by this event. The periodic log file data indicated that the fault cleared on (B)(6) 2024. On (B)(6) 2024 it was reported the patients controller was replaced due to 2 ebb faults within a 2 month time period and patient's distance from left ventricular assist device center, and disability, making traveling to center very hard. This was the 2nd load test fault on this controller with a different ebb. The connection for the ebb appeared intact.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.